Event description:
It was reported that during a cardiac ablation procedure, in the activation map there was focal atrial tachycardia (at) at the tricuspid annulus and radiofrequency (rf) energy was delivered to this site. At transiently disappeared, it was re-induced. After delivering rf energy multiple times and performing a re-map, the earliest activation shifted to another position of the tricuspid annulus. Additional rf energy was applied, but the at did not disappear. It was decided to deliver energy to the same site using pulseselect catheter. Coronary angiography (cag) was performed beforehand, and no significant stenosis was observed. The pulseselect catheter was secured in the direction of the tricuspid annulus and at stopped immediately after the initial conduction. At that time, mild st elevation was observed in the inferior wall, confirmed via electrocardiogram (ECG). Cag was performed and revealed stenosis. Vasodi lator medication was administered and resolved the stenosis, which confirmed coronary spasm had occurred. After several additional energy applications around the same site, at could no longer be induced. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.